Manufacturer narrative:
The field service representative checked the rinse station and adjusted the reagent probes. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The reagent lot number and expiration date were not provided. Gel on the sample probe and crystallization were noted. The field service representative replaced and adjusted the sample and probes and adjusted the reaction cell volumes. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 246 umol/l. The repeated result was 68 umol/l. The sample was repeated on another module and the result was 52 umol/l. The sample was repeated due to the difference with previous results.